Event description:
Litigation papers allege the following: eventually after the surgery, patient experienced problems and pain with the implant. Patient experienced migration of the acetabular cup, loosening of the implant, a clicking sound in her hhip, and significant atrophy of the femoral neck along with continuous groin pain and elevated chromium levels in her bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.